Manufacturer narrative:
Corrected data: section h.6 medical device problem code.additional manufacturer narrative: voided report, no complaint stated against the device.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to laxation and instability. (B)(6) c1128.